Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the collision of the robot arm with itself on the path to a trajectory caused a communication error and a shut down of the system.

Manufacturer narrative:
The investigation performed on surgery data log and review of the IFU pointed out that the collision occurred following an user error and the following shutdown was due a residual software bug already known.